Manufacturer narrative:
One 782f75m with a non-edwards contamination shield was returned for examination. The reported event of co measurement issue was not confirmed. The catheter was submerged in a 37.0°c water bath and read 36.9°c on the vigilance ii monitor. The thermistor temperature reading accuracy is +/- 0.3°c per the vigilance ii manual. The thermistor circuit was continuous. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. A cut down was performed on thermistor connector and there was no visible abnormality. The catheter body had two kinks at 82cm and 82.7cm, aligned to the location of the proximal connector of the non-edwards contamination shield. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regard to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. As part of the manufacturing process, 100% of the units go through an electrical inspection process. It should be noted that the IFU contain instructions to perform an electrical continuity test prior catheter insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Possible lot number 62744612 manufacturing 10/16/2019 with an expiration date of 12/1/2021.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was originally reported that the staff had "intermittent ability to successfully get cardiac output readings" on a (B)(6) female patient. Follow up with the customer indicated it gave them an abnormally low cardiac output result that did not match the clinical condition of the patient. The clinicians did not use the reading in their clinical decision making and relied on other patient assessments. No error messages observed. No patient complications were reported.